Manufacturer narrative:
Product analysis: no product returned. Conclusion: based on the information available, no conclusion can be drawn. If additional event information is received or the product is returned, a supplemental report will be filed. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed high in the annulus and snared into the ascending aorta. A second valve was placed. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.